Event description:
Customer reported an issue with the pm9000 express monitor related to the gas zeroing reference. No pt injury reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's o2 module. Unit was calibrated and safety tested to factory's specifications.